Manufacturer narrative:
Results: the pet lock was separated on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 59.5, 60.0, and 61.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. The braided distal section of the pusher assembly was exposed approximately 8.0 cm on the distal shaft. There was no visible damage to the non-penumbra microcatheter. Conclusions: evaluation of the first smart coil revealed that the pet lock was separated and fractured off the proximal end of the pusher assembly. These damages likely occurred due to the attempts made to detach the smart coil using a detachment handle and manual detachment. Further evaluation of the returned smart coil revealed that the pull wire was completely retracted out of the ddt and the embolization coil was detached from its pusher assembly. These are two things that occur after a successful detachment. Further evaluation revealed that the pusher assembly braided shaft was exposed. This damage likely contributed to the initial inability to detach the coil during the procedure. The root cause of this damage could not be determined. The kinks in the pusher assembly were likely incidental to the reported complaint. Evaluation of the second smart coil revealed that the pusher assembly was kinked, and the embolization coil had offset coil winds on the proximal end. These damages likely occurred due to forceful advancement against resistance, while attempting to advance the smart coil into the non-penumbra microcatheter that had the previous coil detached inside. Further evaluation revealed a separated pet lock on the proximal end of the pusher assembly and that the pusher assembly braided shaft was exposed. These damages were likely incidental to the reported complaint. Evaluation of the non-penumbra microcatheter revealed a functional device. A demonstration smart coil was advanced through the non-penumbra microcatheter and out of the distal tip without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-02380; 3005168196-2019-02382.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-02380, 3005168196-2019-02382.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils), a penumbra smart coil handle (handle), a non-penumbra guide catheter, and two non-penumbra microcatheters. During the procedure, the physician advanced the guide catheter and the two microcatheters to the target vessel, then placed a smart coil. Next, the physician advanced another smart coil in the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. After several attempts, the physician was unable to detach the smart coil using the handle and by manually breaking the pusher assembly. Therefore, the smart coil was removed. While advancing a new smart coil into the microcatheter, the physician experienced resistance at the hub of the microcatheter; therefore, the smart coil was removed. At this point, the physician noticed the previous smart coil that was thought to have been removed had unintentionally detached inside of the microcatheter. Therefore, the microcatheter was removed with the detached smart coil inside. The procedure was completed using new smart coils and a new microcatheter. There was no report of an adverse effect to the patient.